Event description:
The lay user/patient contacted lifescan (lfs) in 2006, alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) spoke to the patient on september 6, 2006 and obtained/verified the following information: around 3:30am on the event date, the patient woke up feeling "hypoglycemic" (he refused to provide his symptoms). He went to the bathroom and then went to test his blood glucose and obtained a 93 mg/dl. He felt that the reading was incorrect, so he retested using his other back up ultra meter and obtained a 52 mg/dl. Time difference between the 2 readings was less than 3 minutes apart. He went downstairs and took 2 carbohydrate pills, 1 glass of milk and and drank some chocolate syrup. He felt better soon after eating. He retested using his back up meter 30 minutes later and obtained a 154 mg/dl. The patient went to bed and did not seek any medical attention or contact his physician for assitance. Later that morning, when he woke up (did not provide the time) and his blood glucose was 126 mg/dl on his back up meter. He refused to test on the subject meter. The night before the incident the patient claims his blood glucose reading was 106 mg/dl and he took 5 units of novolog when he should have only taken 2 units. He claims that he did not eat as much as he should have to cover him through the night and claims that was why he became hypoglycemic the following morning. He refused to provide mas on what he ate for dinner. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The patient had been cleaning the puncture area correctly. A quality control test was not done since the patient was unable/unwilling to verify when the control solution was opened. Customer care advocate (cca) sent the patient a replacement meter. The patient retested himself less then 3 minutes on his back up meter and treated himself accordingly. The patient admitted that he took more insulin than he should of because he thought he was going to consume a lot for dinner, which he didn't and ended up become hypoglycemic. The complaint is being reported since the patient's symptoms did not correlate with his blood glucose readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.